Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. Suspected under-sensing was noted on the left ventricular (lv) lead which is located in the right atrium appendage. The lv lead remains in use. No further patient complications have been reported as a result of this event.